Event description:
Home patient(hp) reports line of homechoice set was not priming completely. Hp was able to prime line after a reprime attempt. Per hp, there was no patient injury or medical intervention as a result of incident.